Event description:
It was reported that the patient presented to the clinic after having received multiple atp therapy for an svt with rapid ventricular response. It was determined that the device was interpreting vt as an svt due to programmed svt discriminators. Programming changes were recommended. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.